Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the pt was experiencing pain at the ipg pocket site. The ipg was moved from the left buttock to the left flank. It was the physician's decision to replace the old battery even though the device was functioning properly. The pt was doing well after the procedure.